Event description:
According to the info received, an end-user reported that the last 4 of the 68001's were defective, as urine would not drain in them. The urine would collect on top of the anti-reflux valve (3 of the defective products were lot 08119 and 1 was lot 08182) so it may be defective valves. The pt's wife took him to ER because of concern that the foley was not in or not working properly. Once at the ER, his bladder was drained and no known injury was reported. Pt went home from hosp and still had drainage issues with the bags, so called coloplast to see if they were connecting the bag correctly to the foley. While on the phone, the wife said that she could see the urine in the tubing but once she disconnected the tubing from the bag, the urine was sitting on top of the anti reflux valve and then there was normal urine flow draining from the foley when detached from leg bag.

Manufacturer narrative:
Three leg bags were received for eval. Examination and testing of the returned products confirmed the complaint as reported with one of the leg bags. When water was introduced into the three bags, water flowed freely into two bags, but did not flow into one bag as expected. The bag was further examined and it was noted that the anti-reflux valve was not working properly. Personnel tried opening the valve and did so manually. The malfunctioning bag was then sent to the MFR for further eval. Results from that examination indicated that the MFR was not able to duplicate the malfunction, as the bag had been manually opened prior to the MFR receiving it. However, it was noted that the slit appeared centered and complete. The contract MFR is going to put additional testing in place at incoming inspection to verify the valve is working correctly. To date, there have been no other complaints recorded for this lot number.